Manufacturer narrative:
Evaluation summary: post market vigilance received one device. There was a reload stuck in the adapter and the unload switch was unable to be fully depressed. There was a deformation present on the j-hook and there was difficulty depressing the unload switch. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. This deformation to the j-hook is consistent with the damage seen when the user tries to remove the reload when it is not opened all the way to its calibrated position. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric procedure,when unloading and reloading the stapling device, the reload cannot be closed and removed from the adapter. Another adapter was used to complete the case. The event occurred outside of the patient. There was no patient injury.